Event description:
It was reported that during a bph surgical procedure the fiber flashed, outside of the scope, midway down the fiber when the foot pedal was pressed. The fiber was exchanged and the second fiber was used to complete the procedure. "No injury" to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 3 feet and 6 inches from the control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.